Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was using a chainsaw and electrocuted himself when he accidentally cut threw a power line. Has not attempted to use ins until he saw a field rep to have his system interrogated. Device interrogated today. All 16 electrodes are out of range greater than 10,000 even after changing reference number. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Additional information received from a healthcare provider. It was reported that the patient was trimming trees with a chainsaw in (B)(6) 2022 and hit a powerline which caused an electrical current to go through their right hand and into their back. The current caused damage to the ins to the point that it was nonfunctioning. The patient described ongoing low back and bilateral leg pain. When the stimulator was working, it was helping their pain. They had seen interventional pain management and it was felt that a new ins could be placed once the old one was removed. The ins was nonfunctioning and was off. Antibiotics were given intravenously prophylactically. The ins was delivered from the incision and the leads were cut. The two leads were removed without any resistance and there were no changes in spinal cord monitoring. The patient was hemodynamically stable throughout the case. There was no sign of any spinal fluid leak or other issues. X-ray and visual inspection confirmed that they had removed the entire paddle lead. The patient was brought to the recovery room in stable condition.

Manufacturer narrative:
The event date has been updated; only the month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.